Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. As alleged, the patient is making a claim for an adverse patient outcome against the sepramesh ip. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. As alleged, the patient is making a claim for an adverse patient outcome against the sepramesh ip. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of sepramesh ip. Per operative notes, ¿the sac was opened and extensive adhesions were lysed. There was another defect in the upper midline which were detectable at each of the stoma closure sites. A sepramesh ip was trimmed and tacked in place.¿ (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia thereby underwent repair with explant of sepramesh ip. Per operative notes, ¿a large recurrent hernia involving the prior mesh repair was dissected. There were dense adhesions of the small bowel and the hernia sac. The mesh had essentially dehisced up into the hernia itself and there were multiple tacks surrounding the mesh. A segment of the sepramesh ip was removed and continued to dissect the edge of the mesh in the left lower quadrant. A synthetic mesh was secured to the pubic tubercle and cooper¿s ligament." Attorney alleged that the patient had adhesions, bowel perforation, bowel removal, infection, nerve damage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 6 months post implant of sepramesh ip, patient was diagnosed with hernia recurrence, adhesions, inflammation, fibrosis and mesh protrusion thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, inflammation and adhesions as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.